Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32g x 4mm bd pen needle. Consumer reported 5 pen needles would not release insulin during injection. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defects was observed. The bent npe cannula would be the cause for no flow through the pen needle, hence the customer would think the pen needle was clogged, as reported. As the sample was returned after use, and no manufacturing defects were observed, the probable cause for the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula) the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned sample. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Event description:
It was reported that 3 bd ultra fine¿ pen needles would not deliver insulin during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated: 5 pen needles would not release insulin during injection. 2 pen needles out of the 5 have an occurrence date of (B)(6) 2019. Consumer could not provide occurrence dates for the remaining 3 pen needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra fine¿ pen needles would not deliver insulin during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated: 5 pen needles would not release insulin during injection. 2 pen needles out of the 5 have an occurrence date of (B)(6) 2019. Consumer could not provide occurrence dates for the remaining 3 pen needles."